Event description:
Patient reported "rupture". Healthcare professional reported "prosthesis ruptured and fibroadenoma". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.3.

Event description:
Patient reported "rupture". Healthcare professional reported "prosthesis ruptured and fibroadenoma". This record is for the right side. The device has been explanted and replaced with another manufacturer´s device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.6.

Event description:
Patient reported "rupture". This record is for the right side. The device has been explanted.

Event description:
Patient reported "rupture". Healthcare professional reported "prosthesis ruptured and fibroadenoma". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events of rupture and lump/nodule was received on march 10, 2026, with lot number 2040322. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ lump/nodule: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.